Event description:
During preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) condenser part of the power management board was damaged or crushed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Additional point of contact: contact person name: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power management board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.